Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: rnf: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation of other acute or chronic damage of the ivc wall. G2/g2 express/g2x/ eclipse: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two years five months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4(expiry date: 04/2013), g3, g4, h6(device: 1528, 2907) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years five months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. The current patient status is unknown.

Event description:
It was reported that approximately two years five months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two weeks of post deployment, computed tomography (CT) was performed for evaluation of possible pulmonary embolism. The study was positive for acute pulmonary thromboembolism involving the posterior basilar segment of the left lower lobe. Around, two years and five months later, attempted removal of retrievable inferior vena cava filter. The right internal jugular vein was accessed. An inferior vena cavogram demonstrated the inferior vena cava filter in tilted position with the neck and hook complex extraluminal. The orientation of the filter was tilted to the right. A sos 1 catheter was placed below the filter and a 260 cm length glidewire was passed through the catheter with the tip of the wire extending back into the upper portion the cava looping through the filter. An amplatz gooseneck snare was then passed through the same sheath and the free end of the guidewire was snared and pulled out the sheath. At that point in time, a single 260 cm length glidewire was looped around the legs of the filter with both wires extending out of the sheath. At the point, both ends of the wire were then passed through the introduction assembly from a trans jugular liver biopsy kit. The catheter assembly containing metal rod was advanced slowly through the 16 french sheaths down into the filter. At this point in time, the 2 ends of the glidewire were cinched to capture the filter and the whole assembly was pulled back into the 16 french sheath. This pulled 5 of the filter legs upward into the sheath but the filter would not dislodge from the wall. Two more attempts at grabbing the filter were unsuccessful. A decision was made to leave the filter in place as removal was not possible. If the patient at some point in the future should need a filter placed, that can be done above the original filter. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. However, the investigation is inconclusive for filter migration, perforation of the inferior vena cava (ivc) and filter detachment. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 04/2013), g4, h6(device: 1528, 2907). H10: h6(results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.